Event description:
The customer called in for help with her meter. While troubleshooting, she performed control tests and received a result of 346 mg/dl. The normal control range was 97-134 mg/dl. No adverse events were alleged. The customer used the last of the test strips while troubleshooting, so no product is available for return.